Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire service group received the suspect user interface module (uim) component for investigation and repair. The service group performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed multiple power on cycles on the suspect uim. At this time, the service group was not able to duplicate the reported issue therefore, no device/component failure can be determined. This issue will be internally investigated within vyaire medical. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.